Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was displaying the end of service message on the patient controller. Patient reported noticing an increase in pain the week prior. As a result, surgical intervention may occur to address the issue.